Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had surgery on (B)(6) 2021 to remove the device. The issue was resolved and the device was removed entirely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the pt was trying to charge their ins in order to put it into MRI mode. Pt reported that the last time they charged their ins was three years ago. Pt said that the reason they haven't charged their ins was that it wasn't working right after implant and so they chose not to use it and charge it. Pt stated that the therapy did not reach their legs or feet, only their waist. Pt wanted to charge the ins just enough so that they could get an MRI; pt stated that they are not sure whether the MRI is related to the ins or not. Pt said they are getting the MRI scan from their lumbar to their cervical spine and the MRI technician told them that the ins must be in MRI mode in order to do the MRI safely. Pt stated they spoke with mdt rep (B)(4) who told them that once the device was in over-discharge it is considered off and they could get the MRI. Pt also left a message for a different mdt rep yesterday, last name (B)(4), but has not heard back. When asked hcp information, pt stated that they don't see anyone, but that dr. (B)(6) did their implant surgery. Pt shared they have an appointment with a neurologist on august 26 to check if they can have the ins removed.